Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for radiculopathy and spinal pain. It was reported that the patient had increased pain over their device and down their right leg. They also stated that their spinal cord stimulator was making their pain worse. It was reported that the patient had fallen and landed on the ins. Impedances were checked and within normal limits. The patient refused to be reprogrammed. Surgical intervention was planned and the patient was going to have their entire system explanted. No further complications were reported/anticipated.

Manufacturer narrative:
The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the stimulator did not work since implant. There were no further complications reported or anticipated.